Event description:
It was reported that a bent haptic was observed during intraocular lens (iol) implantation. Account indicated that the iol contacted the patient's operative eye. No further information was provided.

Manufacturer narrative:
Age, weight, ethnicity: unknown/ not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, it was not explanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Returned to manufacturer on: 2/28/2022. Device evaluation: visual inspection under magnification revealed that the iol was received cut in half with a damaged haptic. The lens was cleaned, and presented with no additional issues. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: new information received that as the lens was being advanced the haptic lagged and went under the lens. As the lens unfolded into the eye the haptic got bent. There was no incision enlargement, vitrectomy, sutures done. No patient post-op injury. Patient date of birth (B)(6) 1972, 49 yrs. Old. Cartridge emeraldc, lot# cj31704. The following fields updated: section a2: age/date of birth: 49 yrs. Old/ (B)(6) 1972. Concomitant medical products: emeraldc, lot cj31704. Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.